Manufacturer narrative:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that during use of the device, when the patient was lateralized the cracking noise was heard, the stretcher broke and side support unlocked causing the patient to fell out of the trolley. The patient was taken to the emergency room and according to the medical assessment sustained fracture of the left shoulder and neck of the right thighbone (femur). Hospitalization was required, but further details were not made available to date. The involved device was removed from use and evaluated by the arjo representative. According to the results of inspection, the stretcher was found cracked at the place where one of the side support safety catches locks. The side support safety catches itself were functioning correctly. Each concerto unit is equipped with two side supports (one on both sides of the trolley) and with four safety catches (two on each side support). The side support is lowered by pressing the two catches at the same time. When raising the side supports, user should make sure that the two catches snap into place. The concerto/basic must be used by appropriately trained caregivers with adequate knowledge of the care environment its common practices, procedures and guidelines in the instructions for use. IFU provides information for safe and correct use of the device e.g.: ¿to avoid residents from falling out of the device, make sure that all side supports are in locked position.¿ ¿to avoid falling, make sure that the resident is positioned in accordance with these instructions for use.¿ according to the provided information last maintenance service was performed by arjo in may 2021. At this time, the stretcher was in good condition and the side support safety catches were replaced. It was confirmed that the stretcher was not replaced by arjo within the period since year 2014. Based on the information made available, it was not possible to determine what was a cause of the stretcher damage which contributed to the side support unlock. It was also not established if there was any other mechanical impact that could have affected the stretcher¿s condition before the event¿s occurrence. It is recommended by arjo to perform device inspection for damage before every use and if any damage is found, to remove unit from service. Moreover, the stretcher¿s condition and functionality of side support safety catches should be checked on a weekly basis as part of a preventive maintenance schedule. In conclusion, the device was used for patient handling at the time of incident occurrence and the device¿s stretcher was found damaged upon the evaluation conducted after the event. Therefore the device was considered to be not according to the manufacturer¿s technical specification. This complaint was decided to be reported to the competent authorities due to indication of the patient fall which resulted in a serious injury.

Event description:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that during use of the concerto/basic unit when the patient was lateralized the cracking noise was heard, the stretcher broke and side support unlocked causing the patient to fell out of the trolley. The patient was taken to the emergency room and according to the assessment sustained fracture of the left shoulder and neck of the right thighbone (femure). Hospitalization was required, but further details were not made available to date.

Manufacturer narrative:
The information collection and analysis for purpose of the investigation is on-going. Additional information will be provided in the next report.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the registration number (B)(4). Currently, these products are to be handled by arjohuntleigh abs complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). The involved device was removed from use and evaluated by the arjo representative. According to the results of inspection, the stretcher was found cracked at the place where one of the side support safety catches locks. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that during use of the concerto/basic unit with the patient on it, the cracking noise was heard, the stretcher broke and unlocked causing the patient to fell out of the trolley. The patient was taken to the emergency room and according to the assessment sustained fracture of the left shoulder and neck of the right thighbone (femure). Hospitalization was required, but further details were not made available to date.